Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined.